Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-01545. It was reported a cerebrospinal fluid leakage due to a dural puncture occurred during the permanent procedure. As a result, a blood patch was performed. The physician encountered difficulty with lead placement. However, upon successfully implanting the leads, right side stimulation could not be captured; therefore, the physician opted to abandon the case at that time. No postoperative symptoms were reported by the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.